Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: the cartridge compartment was chipped and cracked. Additionally, the battery compartment was cracked from the top above the pad to the cover. The cover was cracked between the corner of the lens and the case seal. There was a base crack between the case seal and the keypad. A leak test was performed and the battery compartment was found to be leaking, there was evidence of moisture corrosion only in the battery compartment; other parts of pump showed no evidence of moisture. Unrelated to the original complaint, the display as dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.